Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impregion coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
The device was sent in for repair, and during the repair process it was determined that the pin was sticking in the device. There was no pt involvement and no allegation of adverse consequences associated with this event.